Manufacturer narrative:
Concomitant medical products: 439888 lead implanted: (B)(6) 2017; 5076-52 lead, implanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient appeared to receive inappropriate therapy. Follow-up with the physician's office did not yield any additional relevant information. The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the physician's office indicating that the patient felt being in atrial fibrillation (af), and would develop weakness with exertion. The patient was performing heavy exertion including lifting an air conditioning unit. The patient was in a squatted position when suddenly the patient became weak and felt the device fire. The device was interrogated and it was determined that the patient was in ventricular tachycardia at a rate of 220 bpm; consequently, defibrillation therapy had been appropriately delivered.